Event description:
It was reported that the customer staff operators were getting sick from the fumes from endoscope reprocessing machines. 2 facilities were affected (B)(6). There was no fluid leak. No patients were affected. The complaint is regarding (B)(6) medical center. 6 staff members were affected. One staff member, (B)(6) experienced headache, vomiting, shortness of breath, and asthma attack. The staff member was taken to the emergency room (ER), given steroids and breathing treatment and was released from emergency room the same day. He/she returned to work the following day but had headaches if present in the room where reprocessing machines located. There was no smoke emitted per customer knowledge. The fumes of the chemicals were overwhelming while running the machines, even with the door to the room propped open. Staff could not tolerate being in this room. None of the acecide bottles were damaged. The temperature of the room was within normal range and the machines are in a clean room, the air pressure in the room was positive. None of the environmental conditions monitored were out of range. The staff did not report this occurring during changing of the chemicals but happened when the machines were running. The field service technician that came on site did not find any defect in these machines at (B)(6) medical center.